Event description:
A surgeon reported an intraocular lens (iol) was exchanged for a different brand iol. The surgeon reported the patient experienced poor vision. Upon examination of the iol, he reported noting sub-surface nano glistening. The surgeon also reported this iol was the second iol implanted in this patient. The first iol is of an unknown brand/model. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no lens was returned. Not enough information was provided to conduct a review on the lens lot. No malfunction can be determined at this time. Root cause has not been identified. Additional information has been requested. (B)(4).